Manufacturer narrative:
Tracking

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming and firing from the device. There was no pt consequence reported.